Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
IV catheters were leaking blood around the hub. (B)(6) 2025. I don¿t believe there was any harm caused to the patient, no. However, only (B)(6) can truly speak to that and she is currently away, returning on (B)(6).

Manufacturer narrative:
Additional information customer response to query regarding patient outcome was received. Annex e and f codes were updated.

Event description:
(B)(6) 2025. The nurse that provided me with the IV said she removed it once she noticed the problem and kept it to bring forward. No patient harm was reported from this.

Manufacturer narrative:
Our quality engineer inspected the sample for evaluation. Your report of a leak around the hub could not be confirmed from the 20g insyte autoguard device was returned for investigation. A functional test showed no leaking around the pink catheter adapter. The returned sample exhibited evidence of use. A microscopic examination revealed a breach in the catheter tubing near the tip that was consistent with needle puncture damage. The needle puncture was likely associated with the reported catheter appearing too short to cover the needle. Due to the evidence of use, the damage may have occurred during the insertion process; however, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.